Manufacturer narrative:
The date received by the manufacturer is incorrect as the year ¿2016¿ was inadvertently provided. The correct date received by the manufacturer is 1/24/2017. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgeon reported a corneal burn occurred in the patient¿s right operative eye. As a result of the corneal burn, five 10-0 vicryl sutures were required to close the wound. A brief description from the surgeon from the surgery center is that there are issues with the phacofragmentation machine and has had five (5) corneal burns in the last month. The surgeon indicated he has been using a 0.7 tip and 2.2mm keratome since he has been at the surgery center but in response to the burns he has abandoned the 2.2 for the 2.4/2.75 that's helped some - no burns on 2nd eyes but has burned a cornea even using the 2.4 blade. The second eye was completed without complications and endocoat was used with a 2.4 mm keratome. Pre-op vision od was cf (counting fingers) @ 2 ft. Post-op vision 20/30 uncorrected. This is report is for patient #3. Separate reports will be filed for the other 4 corneal burns reported.